Event description:
It was reported that when the subject coil was repositioned before it deployed in the aneurysm, and the proximal part of the coil was stretched. The physician then used a microcatheter and a snare device to remove the stretched coil from the patient¿s anatomy. There were no clinical consequences reported due to this event.

Event description:
It was reported that when the subject coil was repositioned before it deployed in the aneurysm, and the proximal part of the coil was stretched. The physician then used a microcatheter and a snare device to remove the stretched coil from the patient¿s anatomy. There were no clinical consequences reported due to this event.

Manufacturer narrative:
The electronic device history record (edhr) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the target coil was still attached to the snare device and was emerging from the catheter. The main coil was noted to be kinked/bent and stretched. The proximal contact was not returned with the device and the coil delivery wire could not be analyzed as it was within the catheter and could not be removed. Functional testing could not be performed due to the anomalies noted to the coil. In case of this complaint, the damage noted to the device are indicative of the as reported defect. The main coil was noted to be stretched and medical intervention was required to obtain the stretched main coil; therefore, an assignable cause of procedural factor was assigned to the as reported issue patient medical intervention required, as the reported event appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the direction for use (dfu), but performance was limited due to procedural or anatomical factors during use.